Event description:
Health professional reported a right side rupture and "gel fracture". The device has been explanted.

Manufacturer narrative:
Initial reporter email- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a right side rupture and "gel fracture". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: a opening sharp in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Although has non-penetrating nicks in the device and broken on posterior side assessed as to smooth opening. Gel fracture unable confirm because the device has an opening. Additional observations: no other observations observed in the device. No further actions are required as the device was implanted.

Event description:
Health professional reported a right side rupture and "gel fracture". The device has been explanted.